Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : strips not available for return

Event description:
Caller reported aviva system blood glucose results of 407 mg/dl and 117 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.